Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor gold. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, missing reservoir o ring and cracked reservoir tube.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 351mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.